Event description:
On an unk date, the cable became disassembled at the quick connect site. The wires fell out of the quick connect site. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.